Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the hand piece had a seal issue. The doctor complained about the hemostasis not being adequate which caused oozing. Regrasp alert, end tone and evidence of any energy delivery were unknown. There was no patient injury.